Event description:
Event: patient mom (B)(6) reports patient was hospitalized recently due to low oxygen and difficulty breathing; worsening of respiratory symptoms patient had some wheezing breathlessness. Stuff nose, moderate impact on sleep and affects daily functions somewhat, decreased ability to exercise, persistent cough mucus, inflamed nasal passage and stuffy nose.